Event description:
Pt reported that back to back tests performed on the surestep meter were 200 and 400 mg/dl (67% difference). Control solution test result (134) was in range (99-148). No symptoms were reported. There was no allegation of harm.